Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
Facility rep reported laser didn't fire during calibration, prior to a lasik procedure. One pt was anesthetized for surgery, and was rescheduled. No pt harm or injury was reported.